Event description:
It was reported that the previously capped lead was being removed due to an unrelated infection. During the lead removal the lead helix would not retract. The lead was removed with great difficulty using a 16 french laser sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned but analysis could not be performed due to legal restrictions. The lead was initially reported via remedial action (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the medial portion of the lead that was returned. Location of the fractures could no be determined due to explant damage. If information is provided in the future, a supplemental report will be issued.